Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose and protruded drive support. The insulin pump passed displacement test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and scratched reservoir tube window.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. The customer also reported insulin was squirting out during a manual prime. Customer's blood glucose was 101 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. Customer reported dropping the insulin pump two days prior. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.